Event description:
New information received on 05 dec 2019 indicating that the patient presented for normal generator changeout procedure. No lead intervention was performed and the lead remains in use. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation the right ventricular lead was exhibiting oversensing. No interventions have been performed.